Manufacturer narrative:
The technician replaced the brake caster stems and horns and the brake activation weldment to resolve the issue.

Event description:
The technician alleged the brakes are not holding. No pt impact.